Manufacturer narrative:
It was later determined that the subject device was working fine. The problem had been isolated to the monitor. The device will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported that the 4k output port was not working on visera 4k uhd camera control unit. This was observed during a routine inspection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event was due to an issue on the monitor side. The root cause of the 4k output port not working properly was unable to be identified. Olympus will continue to monitor field performance for this device.